Event description:
A hospital in (B)(6) reported that there was water leakage between the connection of the water bag spike and feedset tube of an mr290 vented autofeed humidification chamber. This was found prior to use.

Manufacturer narrative:
(B)(4). Method: the returned complaint chamber was visually inspected and connected to a waterbag for performance testing. Photographs were also provided. Results: the photographs provided show water build up at the connection of the waterbag spike and feedset, confirming the reported fault by the customer. When the complaint chamber was connected to a waterbag no water build up was observed. A sufficient amount of glue was observed at the spike and feedset connection. A lot check revealed one other complaint of this nature for this lot number. Conclusion: while we were unable to replicate the leaking during testing for 2.5 hours, the photographs indicate that there was water leakage as reported by the customer. We are unable to determine the cause of the reported fault. All chambers are pressure tested before they leave the production line and any holes or leaks in the feedset are identified during this process. This suggests that the leak developed post production, possibly as a result of failure of the glue bond that join the spike to the water feedset tube. The user instructions which accompany the mr290 chamber state "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient". (B)(4).